Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests that this device remains in-service.

Event description:
Subsequently, boston scientific received information in (B)(6) 2013 that this local representative contacted boston scientific's technical services (ts) to report that this patient's monitoring system has been detecting left ventricular (lv) pacing impedances of greater than 2000 ohms. The patient has been experiencing heart failure symptoms. A manual lv pacing impedance measurements was within normal range. The pacing configuration has been programmed lv (ring) to can in the past. Diaphragmatic stimulation is encountered when other lv pacing configurations are programed. No out-of-range measurements were recorded during patient isometrics and range of motion exercises. The lv pacing thresholds was 0.7 volts so the original lv pacing configuration was not changed. Ts suggested that the counters could be reviewed to determine if the lv pacing percentage is down.

Manufacturer narrative:
Upon receipt, microscopic visual inspection and review of device memory found no irregularities. The laboratory technician found that the device had high lv pacing impedance measurements (around 1000 ohms) but no out-of-range measurements. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was electively explanted on (B)(6) 2016. The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this patient contacted patient support to report that at the last in-clinic interrogation in (B)(6) 2010, the physician noticed a "potentially loose lead" (dislodgement). The physician recommended a scheduled remote follow-up in a month with latitude. The physician plans to follow-up with the patient in one month. Subsequently, boston scientific received information from the local representative that the patient's implantable transvenous left ventricular (lv) lead was exhibiting a pacing impedance measurement greater than 2000 ohms on some office and latitude transmissions. Some measurements were less than 2000 ohms. The last lv pacing threshold recorded was 0.8 volts at 1.0 ms. The physician has elected to continue monitoring the lead performance and no intervention is planned at this time.